Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who treated the patient based on the result and then questioned the result. The sample was rerun in duplicate two days later, and resulted lower. It is unknown if the corrected results were reported to the physician(s). The patient was treated with aspirin and nitroglycerin because of the falsely elevated troponin result. There are no reports of adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and the instrument data, the fse replaced all probes, replaced the transducers, and decontaminated the instrument. The fse verified the instrument functionality. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.